Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and blood in the guidewire lumen. There was contrast in the balloon and was loosely folded. The balloon has a 17mm longitudinal tear ending at the most proximal end of the balloon and starting 2mm from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient status was good.